Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2021-00691.

Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The patient's weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2021-00691. It was reported the patient was unable to set their ipg into MRI mode due to high impedance being present on one of their leads. Troubleshooting was unable to provide resolution. In turn, the patient underwent surgical intervention. During the procedure, the doctor decided to explant and replace both of the patient's leads. Surgical intervention addressed the patient's issue. Both of the patient leads are being reported because it's unknown which lead was liable.